Event description:
It was reported that a symptomatic patient presented with trouble breathing in backup vvi after performing the cyber securing firmware update. The patient was transferred to ER. The device image failed to be saved even though steady telemetry lights were visible. No further information is available.